Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample along with a picture were provided for evaluation. The sample and picture were evaluated per specification. No occlusion was noted during testing of the sample. No defects were noted on the photo. The reported defect of occlusion was not confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint: roche received a complaint from pharmacist who reported the following about activase 100 mg transfer device, issue identified during preparation of the drug: "the sterile water and lyophilized vials were able to be punctured, but sterile water would not transfer into the powdered vial after inverting it when it normally flows. A 2nd transfer device (borrowed from another kit) was used and successfully was able to transfer the sterile water into the powdered vial. The vials were clarified as being fine and the transfer device itself malfunctioned." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.